Event description:
It was reported that an interlink continu-flo set had the insertion site pushed into the tubing. The customer stated that the tubing was unusable and the unknown solution flowed out onto the floor. This occurred during infusion. There was patient involvement; however, there was no patient injury reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.